Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and identified an issue with the flexvision pc. To resolve the reported issue, the fse implemented the medical device correction (z-1151-2024) on the system. After implementation, the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.